Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The device tested negative by olympus, therefore the user request was not confirmed. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damage could be a source of microorganisms particularly when combined with poor reprocessing. The customer didn't provide details on reprocessing procedure. Without the information from the customer, we cannot correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing by olympus the results could not confirm customer findings and was within the acceptance criteria. The following is included in the device IFU (instructions for use): after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. The medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals for all ancillary equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive (twice) for 4 colony forming units (cfus) of aerobic microorganisms. The device was retested, and it tested positive for an unknown amount of enterobacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.